Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test because it alarmed during the basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched display window, cracked case near display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The product is returning for analysis. No further information was provided.